Manufacturer narrative:
Analysis of the pump found no anomalies. The pump print out showed that the pump contained 5.0 mcg/ml prialt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 2.5 mg/ml at a dose rate of 0.8 mg/day via an implantable pump for spinal pain. It was reported that a post pump pocket infection occurred. The pocket became erythemic. It was noted that there was no "dng" and that the patient has an ¿hd¿ of (B)(6). The patient was treated for 48 hours with vancomycin. Surgical intervention occurred. The pump and catheter were explanted on (B)(6) 2016. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was taking at the time of the event were vancomycin and clindamycin. Both the explanted pump and catheter were returned to the manufacturer. The patient¿s medical history included hd of (B)(6) and lesion on their foot.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.